Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure to replace the device, while measuring the threshold, tachycardia was triggered which could not be terminated and continued after the procedure. After attaching the chronic left ventricular (lv) lead to the new device, there was exit block/high thresholds for all configurations and low impedance for lv ring to right ventricular (rv) coil which was not the case via the analyzer and in the previous device. The lv lead was detached and measured again through the analyzer with good measurements. The device was implanted and programmed to rv pacing only. About two weeks later, during a procedure to revise the lv lead, exit block and low impedances were seen again through the device. Measurements through the analyzer were normal. Two more tests gave the same results. The physician decided to explant and replace the device, thinking that the issue was with the device and leave the lv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.